Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia repair, the three clip appliers only fired one clip and would not fire additional clips after. Fourth clip applier was opened to complete the case. There was no patient injury.